Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent breast augmentation primary involving, mentor memorygel, 375cc, silicone prosthesis experienced right sided capsular contracture grade iii post-operation. The issue was diagnosed through in office examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Per additional information received on april 16, 2026, the patient underwent removal surgery on (B)(6) 2026. Reason for device explant and/or reoperation: capsular contracture grade iii. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on april 21, 2026, the patient was found to have right-sided device migration. The operative report the postoperative diagnoses as "right-sided breast capsular contracture, grade 3" and "right ruptured silicone breast implant." Accordingly, the product experience code was changed from adverse event to rupture symptomatic (post-implant). As a result, the patient underwent bilateral implant replacements: left ¿ sphb545, sn (B)(6); right ¿ sphb545, sn (B)(6).manufacturer¿s reference number:(B)(4).